Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the device was broken shell, brown particles was found on the shell and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken is found with the following conditions: sharp edge on radius with stress marks assessed as surgical impact opening, smooth edge on radius due to smooth opening and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken is found with the following conditions: sharp edge on radius with stress marks assessed as surgical impact opening, smooth edge on radius due to smooth opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.